Event description:
Reportable based on device analysis completed on 16mar2022. It was reported that crossing difficulties were encountered and the procedure was cancelled. Vascular access was obtained via femoral artery. The target lesion was located in a left anterior descending artery. A 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was cancelled and no patient complications were reported. However, device analysis revealed a hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or above. Device evaluated by MFR.: synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a break located at 225 mm distal from the distal end of the strain relief. Multiple hypotube kinks were noted along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.